Event description:
On (B)(6) 2012, the pt reported that she had insulin leaking from her infusion set. She did not provide any details about what part of the infusion device the leak was coming from. The pt stated that she had experienced elevated blood glucose levels. The pt stated there was blood on the outside of her infusion site, but none in the infusion tubing or cannula. Additional follow-up with the pt was not possible. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was not able to be requested to be returned for evaluation.